Event description:
It was reported that pump displayed cartridge change error that prevented successful loading despite using multiple new cartridges with proper technique. There was no reported adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned cartridge area as instructed, but error persisted, so technical support arranged pump replacement under warranty, provided instructions for storage and return of problematic pump, confirmed serial number and shipping address, and customer planned to use multiple daily injections as backup insulin therapy while awaiting replacement.